Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. (B)(4) bluetooth device pairing test and global transmitter final functional test were unable to be performed as the transmitter had no voltage. Share log data was available for review and the transmitter failed as the logs showed a pairing failure due to a failed transmitter error was displayed within the investigation window. A bin file review was unable to be performed as the transmitter had no voltage. The customer complaint could not be replicated with the returned transmitter. The customer complaint of pairing failure was not confirmed. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.